Manufacturer narrative:
10/04/2017 02:17 pm (gmt-4:00) added by jalpa patel (pid-001010):as per an email response from lead for mechanical circulatory support on (B)(6)2017, they do not have any repair information. This complaint is being closed due to insufficient information from the customer after three (3) unsuccessful attempts made to obtain the relevant information.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) screen went out, and iabp stopped for 30 seconds. Iabp then spontaneously started working fine again. The customer swapped the iabp and did not received any alarm. No patient injury or harm was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. If additional repair information is provided by the customer, we will provide accordingly.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) screen went out, and iabp stopped for 30 seconds. Iabp then spontaneously started working fine again. The customer swapped the iabp and did not received any alarm. No patient injury or harm was reported.